Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, customer implanted with aris tot bladder sling. After the 2 week post operative "healing time", patient had severe pain in vagina, painful urination, blood in urine, pelvic pain and also developed sudden onset of severe joint pain at 2 months post op. Patient saw gyn/surgeon 3 times post op and was told that there was no visible problem and that she was still healing. She consulted a uro/gyn. Who recommended the bladder sling be removed. At my pre-op ultrasound it was discovered that patient had formed a cyst that communicated with the urethra. While performing the cystoscopy, the bladder mesh was clearly seen to be within the urethra, as well as mesh that was within a cyst that had formed underneath the urethra. Surgery was scheduled for a week later. The surgery included removal of the vaginal mesh, excision of the cyst wall that had formed and extensive urethroplasty to repair the holes on both sides of the urethra caused by the mesh.